Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was no longer receiving stimulation and was unable to communicate with or charge her ipg. The sjm rep met with the pt and confirmed the issue. Also, the pt has not charged her ipg for 6-7 months. Surgical intervention will be taken at a later date to address this issue.